Event description:
A caller reported a malfunction on a pump, specifically experiencing malfunction code malf 12, which they had encountered previously. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer cleared the malfunction on their own before contacting support, and the corrective measure taken was to replace the pump.